Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Impella was inserted but while pulling back the decontamination sleeve, the impella was pulled out of the heart. Multiple attempts to re-cross the atrioventricular (av) were unsuccessful and impella was pulled out and washed in a basin and crossed back in the left ventricle (lv). Impella was turned on, the patient stabilized, and suction episodes decreased. The patient was sent to the unit and was stabilized, but subsequently started to decompensate. Drips were escalated. The patient became bradycardic, and the patient¿s ¿ph¿ dropped to 7.0. Additional information noted that care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.